Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on firing the clips, the clips are not closing properly and keep on falling off at the tip of the applier where the clips come out, also twists and seem very flimsy. Continued with device until doctor felt secure. Also used vicryl ties. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis result showed that the instrument was received with the jaws found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No functional test could be performed due to the returned condition of the device. No incident related to the reported event was observed during the batch record review.